Event description:
Patient reported via rep that patient was seen in the office to consider possible explant because she has been unable to get an MRI with anesthesia. She also notes that she had charging issues on the (B)(6) 2021, stating she was unable to get it to charge past 50%. No known factors led to the issue. The rep worked with the patient and nothing appeared wrong with the charging as they were able to get it to 60% in the office. Rep said an explant was planned, but it was not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she has difficulty charging her implantable neurostimulator (ins). Patient does not know her weight, but she does note that she has lost significant weight since her implant was first placed. The manufacturing representative plans to meet on monday to address the charging issue and to see if there is anything they can do to make charging easier. No symptoms were reported. Rep responded and indicated patient¿s weight loss has apparently made the pocket site droop and made it difficult for patient to get a good charge. However, during the appointment with patient, the patient did not have any issues connecting to the battery. Patient is to follow up with dr. Sibell for a pocket revision. This has not been scheduled yet. At this time the issue is not resolved.